Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported receiving a sensor scan of ¿lo¿ (readings less than 40 mg/dl) when compared to finger prick results of 8.4 mmol/l (151 mg/dl) and 14.2 mmol/l (256 mg/dl). The customer further reported experiencing symptoms described as exhaustion, vomiting, and ¿feelings of diabetic ketoacidosis¿ (dka) and was unable to treat themselves. An ambulance was called and the customer was taken to the hospital where a ketone reading of 6.9 mmol/l (124 mg/dl) was obtained on the hcp device. The customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized for an unspecified duration. The customer received treatment however, details of the treatment were not provided. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported receiving a sensor scan of ¿lo¿ (readings less than 40 mg/dl) when compared to finger prick results of 8.4 mmol/l (151 mg/dl) and 14.2 mmol/l (256 mg/dl). The customer further reported experiencing symptoms described as exhaustion, vomiting, and ¿feelings of diabetic ketoacidosis¿ (dka) and was unable to treat themselves. An ambulance was called and the customer was taken to the hospital where a ketone reading of 6.9 mmol/l (124 mg/dl) was obtained on the hcp device. The customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized for an unspecified duration. The customer received treatment however, details of the treatment were not provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.